Event description:
This customer reported that damage to the therapy cable caused intermittent shocks in cardioversion. There was no negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported that damage to the therapy cable caused intermittent shocks in cardioversion. There was no negative pt impact. The defibrillator and cable were returned to philips for evaluation. The reported symptom could not be reproduced. The device passed all performance verification testing. The pt connector was replaced at the discretion of the repair technician. We are unable to determine the cause of the reported symptom.